Event description:
It was reported that during the procedure to treat a mildly calcified, 90% stenosed, de novo lesion in the mildly tortuous distal left circumflex coronary artery, an attempt was made to cross the lesion with a balance middleweight (bmw) universal ii guide wire; however, the guide wire failed to cross due to heavy calcification. Then the bmw guide wire was withdrawn from the anatomy against resistance and was noted to have a stretched tip, but no separation. A non-abbott guide wire crossed the target lesion; this guide wire was then exchanged for another bmw universal ii guide wire. This 2nd bmw universal ii guide wire was advanced to the lesion, however, this device also failed to cross the lesion and the tip of this guide wire became stretched, but was also not separated; there was no known resistance during removal. Therefore, the guide wire was replaced with a 4th guide wire (the 3rd bmw universal ii) and it crossed the lesion without issue. The procedure was completed successfully. There were no adverse patient effects and no occurrence of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. Evaluation summary: the device was returned and the reported stretched tip coils were confirmed via returned device analysis, but the difficult to remove and difficult to cross were not confirmed as they were based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the information for use (IFU) states if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not: push, auger, withdraw, or torque a guide wire that meets resistance. Based on the information reviewed there does not appear to be any indications of a product quality deficiency.